Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported that a 4.5mm cortex screw broke during screw insertion for dhs implantation. The length of the broken part removed from the patient was approximately 18mm and the surgeon decided to retain the tip of the broken fragment in the operation site.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4).  Report received indicates the dimensions of the cortex screw were checked and found to be in compliance with the technical drawings and ao/asip specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard. The fractured surface is homogenous, which indicates material conformity and has the typical view of a forced rupture. No product fault could be detected. Further investigation shows that the remaining threaded portion of the screw is bent. Based on the findings, we assume that a mechanical overload caused the breakage. The manufacturing documents were reviewed and no complaint related issues were found.